Event description:
It is reported that the surgery was delayed for 1/2 hour when the nail was opened and placed into guide with locking bolt. Scrub nurse attempted to tighten locking bolt and in the process of doing so, cross-threaded the bolt into the nail-fixating the nail to the guide where both scrub nurse and doctor were unable to loosen the bolt from the nail/guide.

Manufacturer narrative:
Evaluation summary: as reported the locking bolt is clearly cross threaded to the itst nail probably due to misalignment of the 2 mating components during insertion. The thread parameters of nail are intact and conforming to specifications but lot number info on the locking bolt is not available for analysis. The proper procedure is to align the nail with the targeting guide jaws firmly and then thread the locking bolt with the etch arrow on the nail matching with the targeting guide. It appears that the reported condition is probably due to user error. Evaluation: lot number was provided; therefore, device history records could not be reviewed.